Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, a perclose issue resulted in complete closure of the right femoral artery. A cutdown and an open endarterectomy was performed. The patient was discharged home and is doing well post tavr/femoral cutdown for the perclose issue. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).